Event description:
It was reported that during a hip revision procedure, the router broke. It was also reported that an x-ray was performed to locate the broken piece, this resulted in a 60 minute delay. It was further reported another router was readily available and the procedure was completed successfully.

Manufacturer narrative:
The router subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.